Event description:
Additional information was received. It was reported that the issue was not with the navigation system. The issue stemmed from the imaging department from the beginning. The original discs from the imager were working fine, but when they get reburned they are having issues with them with electronic picture archiving and communication systems (pacs), and also the discs itself. This issue was only occurring with an off-site computed tomography (CT) magnetic resonance imaging (MRI) image.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. Individual system logs and archives were not provided, as the issue was confirmed not to be related to the navigation systems themselves. Based on this information, this was a non-software issue. No failure was found. Codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system partially downloaded patient exams. Of the 200+ slices in the image, only 20 or so made it onto the system. Issue persists across multiple exams and multiple systems on the same network. During troubleshooting it was noted that the wifi at the hospital was having issues that day, as the manufacturer representative (rep) got kicked off a teams call earlier that day. There was no patient involvement. The issue did not stem from network bandwidth. The system had no problem downloading images from cranial patients. The issue lies in the discs in which the ent patients were scanned from. Rep stated that the discs contained extra files that they were currently investigating that prevent the entire image from being downloaded. Rep confirmed these files were the root cause, as the missing slices persist even when trying to download the patient image directly from the disc.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737. Version: 2.1.0. H3, h6. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.